Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, he had an issue with a sensor. During troubleshooting customer mentioned his blood glucose went over 600 mg/dl and he ended up hospitalized. Customer went into diabetic ketoacidosis, he had elevated white blood count indicating he had a virus or infection, possibly an upper repertory issue. Customer was treated with an IV drip and was given something to settle his stomach as he was vomiting. Customer stated the night prior to the hospitalization he also had high blood glucose treated with manual injection and lowered it to 426 mg/dl. In the morning he treated with the insulin pump but he wasn't sure as he was confused. Customer believes high may have been caused to the infection. Troubleshooting was also performed for sensor issues. The device is not returning for analysis.